Event description:
"Breakage from the tubing and the access port. Pt experienced sudden sharp pain in august 2002. The pain persisted. Upon examination in august, dr found the disconnection". Follow up findings: leakage at or near port tubing connector.